Event description:
It was reported that the buttons were not responding and sticking on the keypad. The pump was exposed to water.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the bolus button was leaking. The ok and bolus buttons were unresponsive to user input. All other buttons were responsive to user input and the buttons were not sticking. The keypad was removed and there was no button contact defect found. Additionally, the pump was disassembled and moisture corrosion was observed on the keypad flex connector.